Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed errhwrf. No additional patient or event information is available. The receiver device was returned for evaluation. The receiver was visually inspected and no defect was found. Functional testing was performed and the test failed. The receiver log was reviewed and screen error alarms were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.